Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter changed. There was no report of death, serious injury or mistreatment. The meter was returned and the memory overwrite issue confirmed on 11 jan 07.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.